Event description:
Reported blood glucose results of "123 mg/dl, 400 mg/dl, and 300 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips and control solution were replaced.